Event description:
The customer contact reported the pt received more medication than intended. The pump was programmed to deliver an unspecified medication for a duration of four hours and the delivery was started. No specific programming parameters were provided. The customer contact indicated that the pt received "a four hour treatment in two hours." The customer contact stated that "the pt was not harmed due to this." The device was removed from the clinical setting. Though requested, no additional info was provided including specific event details. Hospira is continuing to investigate.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).